Event description:
Per the clinic, the patient experienced swelling and an infection at the implant site and subsequently was treated with oral antibiotics (date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.